Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports there was leaking at the connection between the spike set and the feed bag during set up. No patient involved.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. A visual inspection was performed and found a detached cross spike from the tubing line. As part of continuous improvements, a corrective action has been opened to determine the root cause and action plans. These actions will be designed to prevent the re occurrence of the issue reported. This complaint will be closed with no further action and will be used for tracking and trending purposes.